Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received states that on (B)(6) 2016 the patient noted darker stools with escalating dyspnea, orthopnea and presyncopal but no fall and low flow alarms. Lvad coordinator admitted patient for further management on (B)(6) 2016. Patient received two units of packed red blood cells on (B)(6) 2016. Gi was consulted on (B)(6) 2016 who recommended no procedure due to previous history of anemia and thought it was likely to be arteriovascular malformations. Gi recommended to restart proton pump inhibitor. Patient remained stable and was discharged on (B)(6) 2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including death, stoke and worsening heart failure have been associated with use of this device as outlined in the instructions for use (IFU). The instructions for use state: implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, mechanical ventilation and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis, platelet dysfunction, and bleeding, either perioperative or later. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced major bleeding. Hospitalization and blood transfusion was required. No additional information provided.